Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the device does not turn on and the battery does not charge. This happened when turning on the device and before testing and calibration. No patient involvement.